Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a quick bolus notification became frozen on the pump screen and the customer was unable to clear it. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the customer was able to clear the notification, the error was cleared and a new cgm session was able to be restarted. Customer's blood glucose was 200 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.